Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a pod they had to remove after wearing it on the arm for 5 hours, due to insulin leaking. The patient reported the pink slide insert had not moved forward, indicating a failure of the needle mechanism to deploy as intended during activation. They reported their blood glucose level reached 220 mg/dl, and as treatment they successfully applied a new pod.